Event description:
It was reported that a patient underwent a lumbar spine posterior robot assisted discectomy, decompression, bone graft fusion, and internal fixation procedure under general anesthesia on (B)(6) 2026 and absorbable hemostat was used. The patient was admitted with "lumbar disc herniation" and underwent routine preoperative examinations to rule out surgical contraindications. The patient underwent surgery and the doctor used hemostatic gauze to stop bleeding during the operation. Provide nutritional support and anti-infective treatment after surgery and remove the wound drainage tube when the drainage volume decreases. On the 14th day after surgery, the patient found a small amount of yellow white purulent fluid oozing out from the wound during dressing change, and the wound partially cracked, with poor wound healing. On the 20th day after surgery, the patient was readmitted and the doctor prescribed daily dressing changes. Based on the results of metagenomic testing, anti infective treatment was continued. Adjust the treatment plan in a timely manner based on changes in exudate. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What were current symptoms following the index surgical procedure? What was the onset date? 10. Has any surgical or medical intervention been performed? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 . A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.